Manufacturer narrative:
Retention samples and the unopened sample returned by the user facility were tested. All test results conform to specified parameters. Product history records were reviewed and all documents indicate the product met release criteria. The two events reported by this surgeon are the only complaints received for this lot.

Event description:
A surgeon reported two patients had a loss of corneal transparency a few seconds after the viscoelastic was introduced into the eye during cataract extraction surgery. Both events occurred on the same day. Both patients experienced acute endothelial suffering and were treated with corticosteroid therapy. In each case, the symptoms resolved in three days and the outcome was reported as good. On 02/13/2007 the following additional information was provided by the surgeon, each case required an enlargement of the surgical incision site in order complete the initial surgical procedure. Two medwatch reports are being filed for this surgeon's report. MDR # 3002037047-2007-00007--patient #2